Manufacturer narrative:
Device evaluation - no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported no disposable pump won't run. Reservoir volume was 68.5 and rate was 2.2 with given 32.25. Air in line and green flow stop was noted. Patient was not affected. No patient injury was reported.